Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Additionally, it was reported that a cartridge leaked. Reportedly, the customer was unsure the location of the leak, but "feels" that the leak is out of the top. The customer's blood glucose (bg) level was 425 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer reverted to manual injections. The contact confirmed that the customer had an alternate method of insulin delivery available. A follow up with contact confirmed that the customer's bg level lowered to 225 mg/dl.